Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump during a bolus. The blood glucose reading was 283 mg/dl. Customer stated that the insulin pump had not been exposed to moisture. Nothing further was reported.